Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: damage on ccd unit. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on light guide bundle and scope communication e216 error. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Additionally, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no image during inspection for use. There were no reports of patient involvement.